Event description:
Patient was in for a bone marrow biopsy with anesthesia. Physician had administered propofol and was monitoring the patient using the dash monitor. The monitor turned off and would not come back on. Biopsy of bone marrow was completed. There was no known patient injury.